Event description:
Medtronic received information that five years and eight months post implant of this bioprosthetic valved conduit in the pulmonary position of this pediatric patient, it was explanted and replaced due to stenosis, regurgitation, obstruction, and elevated gradients across the device, likely due to stents placed at the pulmonary artery bifurcation at the distal end of this device. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported information, the events leading to the explant were likely due to combination of the reported stents and the patient¿s anatomy and co-morbidities. The device was not returned for analysis.

Manufacturer narrative:
Patient weight was requested but unavailable. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).